Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump during basal delivery. The customer stated that the act button did not respond to button presses. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the insulin pump was not dropped or bumped. However, the customer stated that the insulin pump may have been exposed to moisture while working out. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer declined a replacement insulin pump because he had another new insulin pump. Nothing further reported.